Event description:
It was reported that during an implant attempt, the lead was first attempted in the right ventricle, however placement was difficult and it was assessed as too short for the patient. The lead was then attempted in the right atrium, however placement was again difficult and the stylet could not be advanced into the lead. The lead was not implanted and other leads were used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.